Event description:
The physician noticed that the sheath was damaged during the removal of the device from the pt's fistula. The physician retrieved the piece without incident. No harm or injury reported.

Manufacturer narrative:
Device eval: one used device was received for eval/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The device was visually examined and the complaint was confirmed. Samples from inventory were tested in an effort to recreate the reported failure. The failure could not be duplicated. Unable to determine a root cause for the failure. No conclusion can be drawn. Complaint data will continue to be monitored for this type of failure. Eval method: the device history was reviewed, complaint data base was reviewed. Results: unable to duplicate failure. Conclusions: device evaluated and alleged failure could not be duplicated.